Manufacturer narrative:
Quality controls (qc) were run every 4 hours. Controls were run before and after this incident. The blocked aperture affected qc recovery on the day of this incident. Qc recovery was acceptable after the instrument was serviced. The raw data was requested but not available. On (B)(6) 2009, the field service engineer (fse) tested the aperture and housing. He repaired the electrode housing connection to the preamp. Verified instrument operation. The root cause was unable to be determined. Cause maybe due to combination of a blocked wbc aperture and this specific sample. The instrument did generate flags that prompt the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous white blood cell (wbc) count was obtained for one patient sample when using the coulter lh 750 hematology analyzer. There were instrument generated flags associated with the test result to alert the operator to review the results. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.